Manufacturer narrative:
A patient returned to the surgeon after the scp case with possible extravasation near the site of the surgery. Images were taken but not available for review. Per the investigation, it was determined that the patient did not follow post-operative instructions from surgeon, resulting in the complaint condition.

Event description:
Accufill leaked out after an scp case from a patient.